Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and sheath to position the indicator wire. The device was removed with the indicator wire exposed. There was no reported patient injury. The device was prepared, stored, and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. The indicator window of the device was facing up during retraction and did not change. The device was used in a diagnostic procedure with a retrograde approach. The physician was certified in the use of the device. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The femoral artery suitability was verified on angiography with appropriate insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, mild vessel tortuosity was noted, and there was no stent near the puncture site. There was no vessel stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.